Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had time clock anomaly. The customer¿s blood glucose value was unknown. Customer was assisted with troubleshooting for time clock anomaly. The customer was reported that the gain was greater then 1 minute per week. Customer stated that gain was greater than 4 minutes per month. The customer was advised to discontinue use of the insulin pump and to follow the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device functioned properly. Time/clock anomaly not confirmed during testing. Insulin pump passed the self test and displacement test.